Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of 3 bacterial bugs from bowel (coded as gastrointestinal bacterial infection), catheter infection, and bacterial peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On (B)(6) 2012, pd catheter was removed and the patient was withdrawn from pd therapy and placed on hemodialysis (hd). On an unreported date, the patient experienced a catheter infection. On an unreported date, the patient experienced bacterial peritonitis due to 3 bacterial bugs from bowel (onset date not reported). On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was hospitalized again for the event and was discharged on (B)(6) 2012. On an unreported date, the patient was treated with vancomycin and ciprofloxacin (doses, routes and frequencies not reported) for peritonitis. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.